Manufacturer narrative:
B4:12jul2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm. An authorized service personnel (asp) was dispatched to the customer site and confirmed the reported problem. The asp found an apparent attempt to fix the issue resulting in the screen being disassembled. The asp reassemble and calibrated the screen to resolve the issue and bring the device back to functionality.

Manufacturer narrative:
Date of report: 05may2021. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.

Event description:
It was reported to philips that the device had a touchscreen fault. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.